Manufacturer narrative:
(B)(4). Batch # n5796n. Photographic analysis: first picture shows the anvil with the breakaway washer indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. Second picture shows a container with some staples that appear to be not properly formed. Based on the photos alone the event describe is confirmed. The analysis results found that the ccs29 device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. No damaged on the adjusting knob was noted during the analysis of the device. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Photographic analysis: first picture shows the anvil with the breakaway washer indented, indicating that the device had not been fired through a full firing stroke or possibly that the indicator was not fully into the safe firing range. It should be noted that before firing the device the indicator should be fully within the range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. Second picture shows a container with some staples that appear to be not fully formed. Based on the photos alone the event describe is confirmed. The analysis results found that the ccs29 device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the indicator was not fully into the safe firing range. It should be noted that before firing the device the indicator should be fully within the range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. No damaged on the adjusting knob was noted during the analysis of the device. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n5796n. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Additional information was requested and the following was obtained: it was reported that the surgery was delayed about three hours. Were there any patient consequences as a result of the extended surgery time? If yes, please describe. No. It was reported that the patient is stable and in the hospital. Is this a standard length of time for post-operative hospitalization following this type of procedure? Yes.

Event description:
It was reported that during an endoscopic cholecystectomy and open subtotal gastric resection procedure, the surgeon squeezed the firing trigger, at the same time, the adjusting knob rotated automatically. They took out the device and the surgeon found the tissue was cut partly with malformed staples with straight legs, and the cutting washer was not cut. The surgeon used an electric knife to cut the tissue and suture was used to sew the wound. The surgery was delayed about three hours. The patient is stable and in the hospital.